Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during the procedure when the doctor went to withdraw the insertion sheath and the device, until the clear stop on the suture appears, the suture suddenly broke. Both the anchor and the collagen remained in the body. The doctor then deployed a stent to block the anchor. A second angio-seal device was used to complete the surgery. The procedure was a success and the patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in event description.

Event description:
Additional information was received may 23, 2018. The access site for the original procedure in which the suture broke was the right common femoral artery. A stent was placed to block the anchor of the 1st angio-seal device in which the suture broke. The access site used to place the stent was the right common femoral artery a new angio-seal device used to successfully achieve hemostasis in this access site after the stent placement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. It was initially reported the event required intervention to prevent permanent impairment/damage. However, additional information was received, therefore the reported event was deemed a product problem only. The actual device has been returned for evaluation.

Event description:
Additional information was received on may 3, 2018. The procedure being performed was a percutaneous coronary intervention (pci). The size of the procedural sheath used prior to the angio-seal was a 6fr terumo sheath. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no other issues with insertion and deployment. When the doctor withdrew the insertion sheath and device until the clear stop on the suture appears, the suture suddenly broke. Hemostasis was achieved by another angio-seal device. Estimated blood loss, was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The device was returned with the arteriotomy locator, tamping tube and guidewire were received. No anchor or collagen were returned. The returned components were subjected to visual analysis. There were no gross visual anomalies with the guidewire or arteriotomy locator. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock positions with the color bands fully exposed. There was approximately 1.27" of the suture exposed at the distal tip of the hemostatic sheath as measured with a sliding gauge. This portion of the exposed suture had the clear shrink wrap marker present. Microscopy was used to inspect the distal end of the suture, which appeared blunt and evenly cut. Additionally, there was a noted flare at the distal end of the clear shrink wrap marker indicating that the marker had been in contact with the tamping tube. Based on the returned device, the device appeared consistent with deployment. The distal end of the suture was examined and appeared blunt cut, which indicates that the suture was exposed to a sharp edge. From the complaint description, the user did not intentionally cut the device. The source of the sharp edge could not be determined based on the returned device and information provided. With the information from the complaint description and the returned device, the complaint will be confirmed for unintentional suture line break. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.